Event description:
It was reported the patient presented for initial procedure. During implant, the right ventricular lead dislodged. While attempting to reposition the right ventricular lead, the helix would not extend. The physician elected not to use the lead and completed the procedure with another lead. The patient was in stable condition.

Event description:
New information noted the dislodgement that occurred during implant was due to an endocardial anomaly.

Manufacturer narrative:
The reported event of helix unable to extend was confirmed. A complete lead was returned in one piece for analysis with helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The cause of the reported event was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil consistent with procedural damage.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.